Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump received with pump error alarms, failed battery test alarms and low battery alarms due to j6 connector resistance issue. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error alarm, line number 5632 file number 2005 due to a software error. Pump received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing.

Event description:
The customer reported via phone call that their insulin pump had a pump error alarm and multiple power loss alarm. The customer¿s blood glucose was unknown. Customer was assisted with self test and the test did passed. Customer also reported that the insulin pump had failed battery test alarm. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.